Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: this is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photos provided it was observed a device inside of the blister packaging. In addition two reloads were observed in the same photo. One of them was observed to be fully fired and the other one partially fired. Based on the photos the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during the surgery, after fired, noted the staples malformed. Changed another one to continue the surgery, could not fire without motor sound. The surgeon removed the battery and rotated for 180 degree and reinserted the battery. The device still could not fire and without motor sound. Another device was used to complete the surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/27/2022. D4: batch # 451a97. Investigation summary: a photo along with the device was returned for evaluation. This is an analysis of three photos submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: upon visual inspection of the photos provided it was observed a device inside of the blister packaging. In addition two reloads were observed in the same photo. One of them was observed to be fully fired and the other one partially fired. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pse45a device was returned with two reloads: gst45g reload(b)and ecr45g reload(c). Reload(b) was received 1/2 fired, and reload (c) was received fully fired. Furthermore, the anvil knife slot was noted to be damaged. No functional test was performed due to the condition. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.